Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible. Since there is no indication of a product deficiency, no corrective action is required at this time.

Event description:
Caller alleging discrepant low inratio values. (B)(6) 2014 inratio=1.7, lab=2.3; (B)(6) 2015 inratio=1.9, lab=2.0; (B)(6) 2015 inratio=1.5, lab=2.3. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.